Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 110, which was not reproduced. System error 110 was confirmed through a review of the event history log and found to be caused by loose gears. The bearings and gears were replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off and when turned on again it displays a system error 110 during therapy in the medicine 3 care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.